Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll representative went onsite to evaluate the device. The customer's report was observed and attributed to a defective multifunction cable. The multifunction cable was replaced as a precaution. The device was recertified and placed back into service. Analysis for reports of this type has not identified an increase in trend.